Event description:
It was reported that the tip of the guide pin broke off. It was further reported that the tip was removed from the pt and the surgery was finished as intended. Moreover, it was stated that the tip was disposed of with the rest of the surgery material but the rest of the guide pin is available.

Manufacturer narrative:
Additional information will be provided once investigation is completed.